Event description:
A complaint was received from customer that reported their typical fasting blood glucose results have been reading a little higher than normal. A recent example was typically, they would get a result of a 84 mg/dl and today they received a result of 166 mg/dl. While on the phone a review the system was conducted. Electronic checks as well as normal control results were satisfactory. The customer performed a blood glucose measurement and received a result of 221 mg/dl. At the time the customer stated that the numbers in the display are very faint and appear to be missing some segments. It was explained to the customer that the electronics and normal control testing indicated that the system was operational. However, because of the display issue the system was requested to be returned for evaluation. In the meantime, a replacement unit was provided.